Manufacturer narrative:
Investigation: one photo of a clear bag containing a loose 3ml syringe attached to a vial and two blister pack top webs from batch 9318757 (p/n 309658) was received and evaluated. It was observed the syringe had significant damage and was partially split in half. The damage was rejectable per product specification. A potential root cause for the damaged barrel defect is associated with the assembly process. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Event description:
It was reported that when drawing up medication the syringe was discovered to be broken and medication leaked with a 3ml bd plastipak¿ syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from german to english: when drawing up the solution (cytostatic bortezomib), the pharmacy specialist noticed that the syringe was broken and her glove had been contaminated.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when drawing up medication the syringe was discovered to be broken and medication leaked with a 3ml bd plastipak¿ syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from (B)(6) to english: when drawing up the solution (cytostatic bortezomib), the pharmacy specialist noticed that the syringe was broken and her glove had been contaminated.